Event description:
Reporter indicated via an implant card that a patient's lead and generator were replaced due to "eos failure". Analysis of in-house programming history revealed that diagnostics performed prior to surgery resulted in high lead impedance which indicates a lead fracture. The generator replacement appears to be for incompatibility with the new lead model. Further attempts for information from reporter have been unsuccessful. The explanted products were discarded by the hospital.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.